Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited elevated thresholds and no capture. Radiographic evaluation and echocardiogram showed no anomalies. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.